Event description:
It was reported that insulin syringes were found mixed in with the allergy syringes in the bd allergy syringe tray with bd safetyglide¿ needle. The following information was provided by the initial reporter: "customer orders from alk, received insulin syringes with the allergy syringes (mixed product) stated that some are all allergy (correct) some will have allergy and insulin syringes."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: see b5 follow up received from customer. Investigation summary: samples were received and an investigation was performed. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information received on 01-may-2023. 1. Staff saved 16 unused syringes, used insulin syringes were discarded into sharps containers. 2. I notified our (B)(6) representative march 28, 2023. 3. The injection nurse notified me she was giving an allergy injection and noticed after she gave the injection it was an insulin syringe. I purchase a standing order of 4 cases of the bd safety glide from (B)(6) each month. It was random which allergy tray of 25 syringes contained the insulin syringes mixed in with the allergy syringes. All syringes came from lot 2221215. No adverse event or injury reported. 4. (B)(6).